Event description:
Related manufacturer reference number: 1627487-2019-05238, 1627487-2019-05185, 1627487-2019-05187.

Manufacturer narrative:
Correction: manufacturer report number 1627487-2019-05186 should not have been submitted as a medical device report (MDR) as there is no allegation of deficiency against the device.

Event description:
Additional information was received that there is no allegation of deficiency against the 2 model # 3149 leads.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 3 of 4. Reference MFR. Report#: 1627487-2019-05238. Reference MFR. Report#: 1627487-2019-05185. Reference MFR. Report# 1627487-2019-05187. It was reported that one of the patient's lead had high impedance. Reprogramming was unable to resolve the issue. As a result, surgical intervention may be planned to address the issue. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.